Event description:
The customer claims that while riding the unit during a demonstration they went over a bump, fell off the unit causing them to have back pain. Customer went to the doctor was diagnosed with a bleeding kidney.